Manufacturer narrative:
The t:slim g4 user guide states that the pump can stop insulin delivery and alert if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours and can be set anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous high blood glucose (bg) levels of 400-500 mg/dl. The customer delivered a bolus with the pump to address bg level. Reportedly, the contact stated receiving multiple auto off alerts and did not know why the alerts occurred. The contact was unsure of the cause of the bg levels, yet stated that it may be possible due to setting adjustments or the auto off alerts received. During troubleshooting with tandem technical support (cts), cts verified that the customer did not interact with the pump for several hours prior to bed. The customer was reminded that the auto-off safety feature can be modified. The contact requested to turn off the auto off setting. Cts guided the customer on how to disable the feature at their request.